Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, vaginal scarring, and urinary problems. It was reported that patient had mesh implanted on (B)(6) 2009. It was further reported that patient had placement of another mesh on (B)(6) 2011. Patient underwent mesh excision on (B)(6) 2011 due to protrusion and dyspareunia. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-25317 and medwatch 2210968-2013-25638. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced recurrent stress urinary incontinence, urinary urgency, and frequency.

Event description:
Details: it has been reported that following insertion the patient experienced recurrent stress urinary incontinence, urinary urgency, and frequency.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent implant of interstim stage I & ii on (B)(6) 2013 by dr. (B)(6) due to nocturia and nocturnal enuresis at (B)(6). (As per operative report)